Event description:
It was reported that this right ventricular (rv) lead exhibited a low and high values of threshold. Additional information received which indicated that this rv lead have been fluctuating since right ventricle automatic threshold (rvat) was turned on. Part of planning is bringing the patient in for further evaluation and performing isometrics and pocket manipulation. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).